Event description:
Per user facility medwatch form, (B)(4), during a laparoscopic cholecystectomy procedure a bowel grasper was being manipulated through one of the three trocar ports when the internal trocar shaft broke completely off. The broken section of the trocar was easily visible and was successfully removed from the inside of the patient's abdomen. The trocar was inspected as well as the patient's abdomen to make sure that no pieces were remaining inside the patient. There was no evidence of any pieces of the trocar remaining inside the patient. The surgeons indicated that the event did not result in any harm to the patient nor was there any negative impact on the surgery.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Manufacturer narrative:
(B)(4). A device cannula was delivered to the product complaint analysis lab to determine the fracture mode for the cannula that had broken in half. The part was examined with and optical microscope and several images of the part were taken. Additional images from samples that were tested during design verification are included to compare fracture modes of the cannulas. The part broke at the base of the narrow cross section of one of the stability threads at the proximal end of the trocar. The cause of the fracture is unclear, but the mode is consistent with a part that broke as a result of a side load applied to the part. The cannula is manufactured from polycarbonate and during design verification testing of these devices, the cannulas were tested by applying a load to the distal end until the part yielded or fractured. These parts broke in two different modes. One mode was when the cannula reached its max load, it bent over. Another mode was the cannula broke along a relatively flat path at the base of the stability threads. In these parts some necking or yielding occurred prior to the fracture. Note the region of necking or yielding in the area next to the fracture is similar in the design verification testing and the complaint device. Polycarbonate is a ductile material, however notches placed in the material can cause the material to break along a relatively flat surface and not bend. The batch record was reviewed and no anomalies were noted during the manufacturing process.